Manufacturer narrative:
Probable root cause: based on the device analysis, a cap glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Additional information: the identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency.

Event description:
It was reported that "forward firing" was observed with the first fiber. The fiber was exchanged and "fiber tip was loose" as reported with the second fiber. A third fiber was utilized, but no information was reported to ams. The procedure was completed with a fourth fiber. Patient outcome "ok" reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-520b-(B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; there is evidence of a hole drilled through the metal cap near the output area; the glass cap is protruding from the metal cap and can rotate within the metal cap; the metal cap adhesion location exhibits burnt glue; the fiber was tested with hene laser fixture, aim beam is present at fiber output window.